Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1618001 implantable port allegedly had insufficient information. This report was received from a single source. This event did involve a patient with no reported patient injury. Age, weight, and gender were not provided for the patient.